Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's pump was running slow. When the patient went to do a bolus, it was taking forever to connect to the pump. The patient stated it would get to 90% and it just sat there for 2-3 minutes before it brought up the bolus screen. The patient stated that this had been happening for "months and months and months". Patient services walked the patient through clearing data on the handset. The patient verified that the connection was much faster. Troubleshooting steps taken with patient services resolved the issue.